Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided but patient was a child.

Event description:
The customer reported that patients coming from the ER to the pediatric intermediate medical care unit had extension sets that would crack and leak at the male component under the spin collar at the connection to the IV catheter. This has happened 5 times in the last 2-3 weeks. At times, peripheral ivs had to be replaced.

Manufacturer narrative:
The customer¿s report of a cracked and leaked extension set at the male luer component was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking while the tubing was manipulated at each engagement. The root cause was not identified.

Event description:
The customer reported that patients coming from the ER to the pediatric intermediate medical care unit had extension sets that would crack and leak at the male component under the spin collar at the connection to the IV catheter. This has happened 5 times in the last 2-3 weeks. At times, peripheral ivs had to be replaced.